Event description:
The intralase fs laser was used to create bilateral corneal flaps for lasik surgery in 2009. One day postoperatively, the patient presented with stage 2+ diffuse lamellar keratitis (dlk) on both (ou) eyes. A flap lift and rinse was performed ou on (next day) and the patient was treated with topical steroids. The patient's preoperative best corrected visual acuity (bcva) was 20/20 in the right (od) eye and 20/25 in the left (os) eye. The patient responded to treatment and dlk has resolved. The association between the event and the device is unknown.

Manufacturer narrative:
In 2009, field service engineer (fse) visited the site and performed a preventative maintenance (pm). Device performed according to specifications. A clinical development specialist (cds) has been in contact with the site since the report of this event obtaining patient status and performing an investigation. Investigation revealed the probable root cause for the dlk was multi-factorial; site's final instrument rinse was in tap water, the lids and lashes were not prepped or draped. Also, many patients were treated late at night and did not instill drops until the next day. The site has since instituted lid drapes, discontinued the tap water rinse, are using the disposable cannula and are replacing the statim with a dry sterilizer. In addition to those changes the site is making sure patients are more compliant with their drops.